Event description:
The report received from the affiliate states that there is a suspected channel on the heat seal area which was found during incoming visual check process. It looks like a channel on one of the supplier seals but it cannot clearly mention whether the channel is pierced through the outside or not. The product box was intact. The actual product also had no damage. There were no anomalies except for this failure. It was noted that the product had been already been in this condition when it was delivered. The product was handled and stored as usual procedure. It was not shipped out of the (B)(4) warehouse and not clinically used. The product was neither re-sterilized nor re-packaged.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Please note that the event of compromised sterility - seal opened is being unreported as the failure reported by the customer was not confirmed; since no anomalies were found during functional and dimensional tests. No additional information will be forthcoming regarding this event. Please update your records.